Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 552 mg/dl and high ketones; cause was unknown. Ketone levels were identified as life threatening by health care provider. Reportedly the customer fell several times and their health care provider found and removed cyst believed to be caused by "diabetic complications". Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue. Customer declined any further follow up to provide release date from hospital.